Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was no physical damage to the areas (biopsy channel opening, c-cover, and a-rubber) where the foreign material was observed. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) section: operation manual: 3.2 inspection of the endoscope: inspection of the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, the customer¿s allegation of the tube clogged was confirmed. During inspection it was identified that the distal end cover and the bending section cover or distal end was found to have foreign material. The following additional events were also identified and are as follows: due to deformation of switch box, water tightness was lost, the scope body had a crack, the air water cylinder had discoloration, the suction cylinder had discoloration, the channel tube had foreign objects, the plastic distal cover had foreign objects, the connecting tube had a dent, and the bending was deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis exera ii gastrointestinal videoscope was returned to olympus service center with the customer complaint of the operations channel was clogged with glubran (surgical glue). There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, foreign material resembling surgical glue was found on the channel-tube, plastic distal end cover (c-cover) and the bending section cover (a-rubber), which had been attributed to insufficient reprocessing/cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.